Event description:
It was reported to philips that the device will not turn on. There was no patient involvement.

Manufacturer narrative:
The rse provided a quote for diagnostic service; however, the customer did not accept the quote. Therefore, no further support was provided by philips. The investigation concludes that no further action is required at this time.